Manufacturer narrative:
(B)(4) captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Event description:
It was reported that upon receipt at our post market quality assurance laboratory this cardiac resynchronization therapy defibrillator (crt-d) was found to have premature battery depletion. The patient underwent a surgical intervention to remove the device and had a new crt-d implanted. No additional adverse patient effects were reported.